Event description:
It was reported that the right ventricular lead exhibited low impedance and high capture threshold. The lead sustained rib clavicle crush damage and the patient experienced muscle stimulation. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.